Manufacturer narrative:
(B)(4).

Event description:
It was reported that remote transmissions had not been received from the pulse generator. The device had reported rf errors since (B)(6) 2015.the patient was seen in clinic on (B)(6) 2016 where a software download successfully restored the device's rf functionality.